Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer reported he experienced a medical event, and received treatment of glucagon from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 - expiration date and h4 - device mfg date has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated and no physical damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 3 (indicating paring state). Performed visual inspection on sensor plug assembly, observed a crack in sensor neck, which is indicative of an insertion failure. Testing was performed, and the results were within specification. No malfunction or product deficiency was identified an extended investigation has also been performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. No further investigation is required.

Manufacturer narrative:
Sensor (B)(4) has been returned; an investigation is currently in process and a follow-up report will be submitted once investigation is complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer reported he experienced a medical event, and received treatment of glucagon from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.